Event description:
The customer reported that the system shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 15a a/c plug was replaced. The system was then found to be operating as intended.